Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown) the device's pacer output reset to zero. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer removed and returned the device's control board to zoll medical for evaluation; the malfunction was duplicated and attributed to a faulty switch on the control board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.